Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have no issues with the visual inspection. The unit was taken to a programming station where it was confirmed to be non-functional. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the insufflation error messages is attributed to an electrical/fiberoptic defect of the ccc. The component was replaced to resolve the reported failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an "insufflator not detected" message. The caller mentioned that it gave her the option to "restart" but when she selected it, nothing happened. The caller power cycled before calling in, but still had the same message. The technical support engineer (tse) walked the customer through a hard reboot of the tower. The system booted up and still had the same message. The tse asked if the power button on the tower was blinking blue and the caller confirmed that it was. Tse asked if they recently had a power loss in the operating room and the caller stated that they lost power. However, they were able to boot up the system and complete the procedure that day. The procedure was aborted to another da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement. The procedure was aborted to another da vinci system.